Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that review of stored atrial tachycardia response (atr) episodes was requested. A boston scientific technical services consultant identified farfield oversensing on the atrial channel that resulted atrial fibrillatory rate (afr) behaviors and the p-wave falling into the refractory period. The consultant stated the atrial blanking period after ventricular pace needed to be increased to eliminate the oversensing. This device was subsequently electively explanted and replaced 3.9 years after the clinical observations were reported. The device has been returned, and routine evaluation will be performed. No adverse patient effects were reported.

Event description:
It was reported that review of stored atrial tachycardia response (atr) episodes was requested. A boston scientific technical services consultant identified farfield oversensing on the atrial channel that resulted atrial fibrillatory rate (afr) behaviors and the p-wave falling into the refractory period. The consultant stated the atrial blanking period after ventricular pace needed to be increased to eliminate the oversensing. This device was subsequently electively explanted and replaced 3.9 years after the clinical observations were reported. The device has been returned, and routine evaluation will be performed. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed; all testing passed with the exception of the magnet and temperature tests. The magnet test was successful when performed manually and the temperature test was the result of an error and did not affect device function. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.